Event description:
It was reported that the patient presented prior to generator change with high capture threshold exhibited by the right ventricular lead. Elevated threshold was attributed to subclavian wear. The lead was capped and replaced on 20 oct 2023. The patient was stable.